Manufacturer narrative:
Impact code 4: (B)(4). A review of the device history record has been completed. No deviations or non-conformities noted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain and deformation of breasts and capsular contractures (double capsules), baker grade unknown.

Event description:
Patient representative reported "pain and deformation of breasts" and "capsular contractures (double capsules)", baker grade unknown. A total capsulectomy was completed. Device was explanted. This record is for the left side.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Double capsule: unable to observe as it is a medical event that is not related to the device. Additional observations: yellow particles on the surface of the shell. Deformation observed. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Capsular contracture, baker grade iii/IV.